Manufacturer narrative:
(B)(4), this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. An attempt has been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2024-02657, 2210968-2024-02658, 2210968-2024-02659, 2210968-2024-02660, 2210968-2024-02661, 2210968-2024-02662, 2210968-2024-02663. Citation: ophthalmometer; https://doi.org/10.1007/s40123-023-00756-3.

Event description:
Title: extraocular rectus muscle stretching as a weakening procedure. The purpose of the study was to investigate the efficacy of rectus muscle stretching as a vessel-sparing weakening technique, in comparison with a retrospectively collected series of patients. 7 patients requiring weakening of medial rectus muscle(s) for 12¿20 pd (prism diopters) of esotropia who could cooperate with topical/sub- tenon¿s anesthesia, and had no previous eye muscle surgery, were eligible, during a study period of 20 months. There were 3 females and 4 males. During the procedure, 1 double-needle 6/0 mersilene suture (ethicon) was used on each side of the muscle at 4 mm distance of the insertion and pulled/stretched to insert in the sclera 3¿5 mm posterior to the muscle locking passes. The conjunctiva was closed with a competitor suture pga 8-0 (manufacturer: alcon). Reported complications included the following: a 24-year-old male had conjunctival hemorrhage that lasted on average 13 days (range 10¿15 days) after surgery (n=1). A 59-year-old female had conjunctival hemorrhage that lasted on average 13 days (range 10¿15 days) after surgery (n=1). An 18-year-old female had conjunctival hemorrhage that lasted on average 13 days (range 10¿15 days) after surgery (n=1). A 37-year-old male had conjunctival hemorrhage that lasted on average 13 days (range 10¿15 days) after surgery (n=1). A 26-year-old female had conjunctival hemorrhage that lasted on average 13 days (range 10¿15 days) after surgery (n=1). A 61-year-old male had conjunctival hemorrhage that lasted on average 13 days (range 10¿15 days) after surgery (n=1). A 23-year-old male had conjunctival hemorrhage that lasted on average 13 days (range 10¿15 days) after surgery (n=1). In conclusion, preliminary data indicate that stretching of a rectus muscle has some weakening effect, that could be useful to correct small-angle strabismus, and may be suggested as a vessel-sparing technique when 2 rectus muscles have previously been operated in the same eye.